Event description:
It was reported that the patient stopped charging the ipg and it was found to be unable to communicate with external devices. Patient stated it never worked so she did not use it. Device was explanted and replaced.

Event description:
Additional information was received; identified therapy was restored.